Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00331 thru 3012447612-2018-00333 mw5075146.

Event description:
It was reported on mw5075146 that a revision surgery was performed to address pain, pseudoarthrosis, and two screws which broke approximately 4 years post-op. The hardware was removed and replaced during the revision. This is report one of three for this event.

Manufacturer narrative:
Additional information: without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. The labeling was reviewed and found pseudarthrosis and screw fractures are known inherent risks of this procedure.

Event description:
It was reported on mw5075146 that a revision surgery was performed to address pain, pseudoarthrosis, and two screws which broke approximately 4 years post-op. The hardware was removed and replaced during the revision. This is report one of three for this event